Manufacturer narrative:
Initial reporter phone no. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however photos and a video were provided. The visual inspection observed an external fluid leak from the return line screwed connector. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leak was observed and a code 20 alarm was triggered. There was no patient involvement. No additional information is available.